Event description:
It was reported that, during reprocessing, the broncho videoscope twice tested positive. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated fields: d6a, d6b, d8, h2, h3, h6 and h11. This report is being supplemented to provide additional information based on the final investigation, results of third-party testing and the device evaluation. It was unknown whether the device was used in accordance with the instructions for use (IFU). The following is the result of culture test by the third-party labs, conducted by olympus. Sampling date: (B)(6) 2025. Sampling from: suction biopsy channel, air-water channel, flushings and brushings. Cfu: no growth. Bacterial identification: na. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. No correlation has been observed between the product/device status and cause of contamination. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer: the following is the result of culture test by the third-party labs, provided by the customer. Sampling date:(B)(6) 2025. Sampling from: brushings and washings. Cfu (colony forming unit: 1 cfu. Bacterial identification: priestia flexa. Sampling date:(B)(6) 2025. Sampling from: brushings and washings. Cfu:4 cfu. Bacterial identification: probable pseudomonas species.